Event description:
It was reported that approximately one month after having an atrial fibrillation procedure, the patient was diagnosed with an esophageal fistula. The physician used the therapy cool flex ablation catheter and ensite velocity to perform pulmonary vein isolation, ablation of the roof line and the left anterior wall of the left atria. The ablation parameters on the generator were 30w and 40 degrees celsius and irrigation during ablation was 10 ml/min. Nothing unusual was noted during the procedure and no patient complications were reported. An esophageal temperature probe was not inserted and no esophageal temperature monitoring was performed during the procedure, the patient was brought to the hospital emergently approximately one month later and the esophageal fistula was diagnosed. A pericardiocentesis was performed and a tube was inserted into the patient's esophagus. It was noted that the patient was too weak for surgery. The current status of the patient is unstable.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record is not possible as the lot number of the device is unknown. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure.